Event description:
The customer reported that the vertical column did not go up or down on the system. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the 250v 3a fuse. The system is operating as intended.